Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and it was recognized and visualized correctly. A force test was performed and hi force appeared due to an internal printed circuit board (pcb). During the dissection it was observed dry reddish material on the pcb, this condition could be related to hole observed in the surface on the pebax. A manufacturing record evaluation was performed for the finished device lot number 31575374l and no internal action was found during the review. The reddish material inside the pebax could be related to the force sensor error reported by the customer, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through johnson & johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).